Event description:
It was reported that multiple minimum fill notifications occurred after filling the cartridges with 200 units of insulin. The customer¿s blood glucose level was 200 mg/dl. Reportedly, the customer reverted to manual injections for insulin therapy.